Event description:
It is reported that the tip of the device broke off during impaction in 2008.

Manufacturer narrative:
As returned, the tip is fractured at the base of the feature. This dulling and breaking of the tip is due to being used in a way other than the intended and recommended. Review of the device history records did not find any deviations or anomalies. There is no indication that design or MFR contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.